Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they had a colonoscopy on (B)(6) 2021 for polyp removal, since the procedure the device had no been helping their symptoms. They said they were implanted for bladder, but the device had also 'cured' their ibs. Patient verified stimulation was on and was able to increase stimulation to where they could feel it on the call.